Event description:
Breast augmentation with bilateral mentor breast implant done by (B)(6) on (B)(6) 2014. Patient with significant pain and nausea, developed right sided hematoma and required surgical evacuation on (B)(6) 2014. Patient still with significant pain and nausea developed cloudy discharge on right jp, cultures taken from right jp and admitted to hospital on (B)(6) with acute infection. Breast implants remove on (B)(6) and stayed in the hospital until (B)(6) on IV antibiotics. Still being treated with oral antibiotics outpatient.